Manufacturer narrative:
Update 03/30/2016 07:02 am (B)(4): the investigation of the complaint has been completed. It is based on the received device logs and on the information from the completed service report. No parts were replaced during the service. Our field service engineer(fse) cleaned the expiratory cassette membrane which solved the reported issue. Functional tests passed after the service was completed. No further problems have been reported. Evaluation of the received device logs showed several internal leakage sub-test failures that may be caused by a dirty expiratory cassette membrane. The pressure needed for the pre-use checks sub-test to be performed was not reached, but it was high enough to not adversely affect normal ventilation operation. Our conclusion, which is based on the findings by our fse, is that the reported issue regarding excessive leakage during the pre-use checks tests was caused by a defective/dirty expiratory cassette membrane.

Event description:
Update 03/30/2016 06:54 am (B)(4).

Event description:
(B)(4). It was reported that the ventilator failed the pre-use checks tests and displayed an excessive leakage error message. There was no patient involvement reported. (B)(4).